Manufacturer narrative:
Lot number is unknown. Therefore, the 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date sent: 11/25/2019. Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
Title: same-day discharge after laparoscopic hysterectomy. Author: pernille danneskiold lassen, hedvig moeller-larsen & pia de nully. Citation: lassen pd, moeller-larsen h, de nully p. Same-day discharge after laparoscopic hysterectomy. Acta obstet gynecol scand 2012; 91:1339¿1341. Doi: 10.1111/j.1600-0412.2012.01535.x. The aim of this study is to assess the feasibility of laparoscopic hysterectomy as an outpatient procedure. A total of 26 women with ages ranging from 33-67 years (median- 45 years) underwent a three port laparoscopic hysterectomy. The harmonic ace (ethicon endo-surgery, inc., cincinnati, oh, USA) was used in dissection, coagulation and cutting. Two patients were referred for an urgent clinic appointment within the first month. One was due to vaginal cuff hematoma, which was treated with oral antibiotics, and the other was due to discrete vaginal bleeding, which required hospitalization. The authors concluded that laparoscopic hysterectomy is feasible and safe and not practiced at the expense of lower patient satisfaction.